Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8300 error 571.6210 account name: (B)(6) medical center universal health services (B)(6) account #: (B)(4) asset name: 8300 etco2 module, v8 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer identifies an intermittent error 571.6210 on 8300 (s/n (B)(4)). Failure device type: alaris system instrument failure problem type: 8300 failure mode: troubleshooting/ error codes case resolution: customer identifies an intermittent error 571.6210 on 8300 (s/n (B)(4)). Explain to customer in reference to problem fault location. Customer mentions clean front door, where the luer-fitting is located. Device functioned periodically, but returned the error 571.6210. Customer to repair/replace luer-fitting to isolate problem fault. If issue is not resolved, they will repair/replace the logic board. Transfer customer to com to assist with pricing for the part numbers given. End call. Ref:_00d30y0yr._5000l1ln1rg:ref